Event description:
It was reported that the caller experienced a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, initially without success. They were instructed to clean the pump¿s pneumatic tap area and guided through filling and loading a new cartridge. Loading a second cartridge resolved the issue, allowing the customer to successfully resume insulin therapy.